Event description:
Atrial and rv (right ventricular) lead impedance warnings. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146399.